Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient underwent a breast augmentation surgery with a 500cc mentor memorygel breast implant and an unspecified mentor gel breast implant. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture and bilateral rupture of her prostheses, which was confirmed via magnetic resonance imaging. As a result, the patient underwent removal and replacement with unspecified non-mentor breast implants on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. As the sides of implantation were not disclosed, the reports for these devices shall refer to the prostheses as device a and device b. This report is for device b. Refer to manufacturing report number 1645337-2023-08414 for the contralateral event.